Event description:
It was reported to nova biomedical that a consumer reported an adverse reaction that he does not attribute to nova products, including a car accident. This is being reported as an adverse event under the FDA medwatch regulations. The consumer admits to being a brittle diabetic, an excessive narcotics abuser and has had suicidal thoughts. During troubleshooting with the nova device, the meter and test strips performed as intended. The meter and test strips in question will be returned for evaluation because this is a medwatch report.